Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver displayed error icon. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.